Event description:
It was reported that the motor hose assembly had a hole in it. No add'l info was provided.

Manufacturer narrative:
The device was evaluated by the MFR. A visual examination indicated that the exhaust hose on the motor hose assembly had a hole in it. It is unk how the hose was damaged, but may be the result of mishandling. The hose assembly was replaced and add'l preventative maintenance was also performed. The drill was returned to the user facility.